Manufacturer narrative:
The scope was returned for service/evaluation. The service group confirmed the scope failed leak test. There was a large cut and deep dent on the distal bending section cover, exposing metal. Additionally, there were deep dents on the insertion tube; with restriction inside the instrument channel. The angulations were below specifications. A review of the instrument history indicates the scope was purchased on (B)(6) 2020 with no previous repair records. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to user handling before/after procedure, not due to specifications. To mitigate the risk of damage, the scope's operation manual (IFU) describes the following: the suggested event is preventable by handling the device in accordance with IFU, and also abnormality is detectable as well. "Warnings and cautions" do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. "Inspection of the endoscope" inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Gently hold the midpoint of the bending section and approximately 20 cm from the distal end. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose. "Angulation of the distal end" avoid forcible or excessive angulation as this imposes stress on the wire controlling the bending section. This may cause stretching or tearing of the wire, which could impair the movement of the bending section.

Event description:
The service center was informed by the user facility that during reprocessing the evis exera iii gastrointestinal videoscope failed the leak test. There was no patient involvement reported.